Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported that they still had little areas that leak occasionally but the doctor said that the fluid in that wasn't alarming and it was just because of where they placed the pump the doctor and to wear a binder until they told them not to. The patient stated they were still wearing a compression bandage around their abdomen because every time they bend over they have to manually push the pump back into their abdomen and it kept popping out 3/4 of the way out. The pump was not flat because the pump was flipping and moving when they bent over for the last 2 or 3 weeks. The patient also reported they had had problems with boluses because they were getting no device found. Last night the patient reported that they tried to connect 42 times and then they finally connected to do a bolus and they were miserable. The patient also stated that the last time the nurse used their tablet to connect to the pump they got no device found but then got it working. The patient was redirected to their health care provider to further address the issue.